Event description:
This is the second of five events.

Manufacturer narrative:
D9 - date returned to mfg 4/9/2024. The second of the three samples of list #011-h3395 was returned for evaluation. As received an unknown chemotherapy residuals was observed on the sample and no physical damage or anomaly was observed. The sample was tested as per procedure and no flow was confirmed, however when pressure was increased in 2 out of the 3 samples, flow through the valve was observed. Complaint of no flow / can't prime / difficult to prime can be confirmed. The probable cause is due to manufacturing error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 28 cm (11") add-on set w/check valve, vented cap where the customer reported that the infusion ¿tree¿, one way is obstructed and does not permit the flow from the chemotherapy bag. The obstruction is situated to the level of the connector. The device was replaced. The customer added that they observed the incident at the time of administration of the infusion, immediately upon connecting the drug to the infusion shaft. There was patient involvement but no patient harm. The product was not flowing into the tubing from the start. After this the drug could not be administered to the patient. There was a 5 minute delay in therapy. No one has been hurt and the therapy has been completed. No other information was provided. This is the third of five events.

Manufacturer narrative:
The device is available for evaluation- it has not been received.